Manufacturer narrative:
The manufacturer did not receive devices. Pictures of the device were received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that on (B)(6) 2014 a two-fluted drill bit 2.5 was fractured. The fragment was left in the patient. The surgery time was extended for up to 15 minutes.